Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 500 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: citrate tubes are under filled all citrate tubes from 1 specific lot are all underfilling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 500 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: citrate tubes are under filled. All citrate tubes from 1 specific lot are all underfilling.